Event description:
Temno biopsy needle placed for CT guided bx. Md placed needle thru trocar. Needle became lodged as md attempted to remove from trocar. Entire device removed. Patient had to be stuck again to obtain the biopsy.